Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 10 atms. The number of inflations and to what atms is unk. The lesion being treated was in the circumflex (cx) coronary artery. The maverick2 monorail balloon was being used to post-dilate a cypher stent. It is further reported the catheter kinked when the physician pushed in into guidewire, but he was able to successfully place the cypher stent. After the maverick2 monorail ruptured, it is noted the physician pulled the entire system out in order to retrieve the balloon. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'ok'.